Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigations. A review of the device history record for the reported lot did not indicate any abnormalities related to the reported event. After a thorough investigation (returned device, device history record review, complaint history review, surgeon assessment), it appears that the premature breakage of the pe liner is most likely related to the patient activity (user error). Additionally, post-implantation x-rays reveal a slight cup misalignment and potential overstress, increasing the risk of early pe liner breakage. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
It was reported that a 68-year-old male patient, initially operated one year ago, underwent a revision procedure at the end of (B)(6) 2025. In (B)(6) 2025, the patient reported pain and a perceptible clicking sensation during thumb movements in the area of the prosthesis. During the revision surgery, the surgeon observed metallosis around the stem. However, as the stem was well fixed, it was left in place.the surgeon replaced cup and neck.